Event description:
The patient had generator replacement surgery on (B)(6) 2015. The generator was able to be interrogated without issue prior to replacement. The generator pulse disabled itself at some point prior to surgery, which set the output current to 0ma. The battery voltage then rebounded enough to set the battery status at neos = yes, which was seen at the replacement surgery. Low output current was displayed during diagnostics prior to surgery, but this was expected since the pulse disabled status was not cleared prior to diagnostics being performed. There was no indication of a device malfunction. The generator was discarded by the explanting facility.

Event description:
During an investigation to find the reason for a replacement referral, a physician reported that he got an unknown error message while trying to communicate with a patient's device. He stated that the device was not working and that he was unable to get it to do anything. However, he did report to a company representative at that time that the battery status of the generator was ifi = yes. It was clarified that the physician did not believe that the error message was related to the battery status. The physician's programming system was ruled out as the issue, because he did not have any issues with his tablet or handheld programmers other than with this patient. The patient was referred for replacement surgery due to the battery status of the device, but no surgical intervention has occurred to date.